Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse discovered a broken backwash cup that is part of the probe wipe assembly. The leak was coming from inside the probe during the backwashing as the broken backwash cup was not aligned with the manual probe. The fse cleaned and disinfected the drip tray and replaced the movable backwash cup that fixed the leak. Failure mode was broken backwash cup. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak in the coulter lh 780 hematology instrument drip tray. The volume of the leak was 5 ml. The leak was contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The operator was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat. There was no exposure to mucous membranes or open wounds. No one was splashed, sprayed or injured. No medical attention was sought. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.